Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and discovered the pneumatic monitor card was defective. On (B)(4) 2014, the fse replaced the pneumatic monitor card resolving the reported issue. (B)(4).

Event description:
Customer reported an error condition of "high vacuum out of range" was generated during the startup process when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer replaced the pneumatic monitor card and resolved the issue. The part was returned for further evaluation. The return part passed box test on assembly and could not duplicate the customer's complaint. Therefore, the return part did not support the previous conclusion that the part was defective. The cause of the reported issue is unknown.